Event description:
It was reported that there was no water solution in the intermittent catheter packets.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive as the evaluated representative sample meets specification and the condition of the original used sample was unknown. Visual evaluation 510 magic 3 intermittent catheters were received in original packaging. No defects were present and all samples contained water packet. For each sample the water packet was removed from packaging and measured the amount of water per packet. Each water packet sample fits the specification range of 4.0 plus or minus 0.3 ml of water present. Therefore, product meets specifications. Although an exact root cause could not be determined a potential root cause could be incorrect process parameters. The product was used for patient treatment or diagnostic purposes. It was unknown if the product was influenced by the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review was not required as it would not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that there was no water solution in the intermittent catheter packets.